Event description:
Treatment provider reporting patient treated with coolsculpting has experienced ph.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02048-00.

Event description:
Treatment provider reporting patient treted with coolsculpting has experienced ph.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of previous medwatch report a correction was noted in section h10. Corrected statement is the following : subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02079-00.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to unknown area and may have developed paradoxical adipose hyperplasia.